Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies.

Event description:
It was reported that during the implant attempt there were difficulties with the device setscrews. After the device was connected, high impedance was noted. The device was disconnected and a new device was implanted. No patient complications have been reported as a result of this event.